Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon believes that patient eye movement contributed to the trocar fragmentation in the right eye (od). Per report, there was no adverse patient impact, no further intervention required, and the event was noted as "resolved". The report also noted that the patient is doing "ok".

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during the implantation of the second stent from a trabecular microbypass stent system. Per report, the trocar fragment was removed intraoperatively with no report of patient injury. Additional information has been requested.